Event description:
Fan retractor broke during use.

Manufacturer narrative:
This medwatch is being submitted in response to pilling surgical receiving a complaint from facility. Per this complaint, the hospital claims that after a laparoscopic nissen procedure was completed it was noticed that a piece of the laparoscopic fan retractor #72-5555 was missing. The hospital reported to pilling surgical that no injuries had occurred due to this issue, and x-ray was performed as a precaution. Per conversations with the hospital's surgical care director, and the missing piece could not be located in the body. The actual device involved in the procedure was evaluated and it was determined the that hinge pin and two small pieces of the rod bar were missing. Device was evaluated and found to be in poor condition. No other information has become available to pilling surgical. Pilling surgical considers this issue to be closed at this time. However, pilling surgical will reopen this investigation if more information becomes available.